Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed incoming testing and displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.